Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported via legal affairs mental anguish, significant scarring, disfigurement, tissue damage, surgery which included a total capsulectomy, removal of implant (following their implantation after a bilateral mastectomy due to breast cancer), pain, enlargement, chronic inflammation, reactive fibrosis, depression, anxiety, aggravation of depression and anxiety and other physical and emotional manifestations that are severe and ongoing due to textured implant. This record is for left side. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
There are no reportable events on record at this time. Un-reporting record.